Manufacturer narrative:
A surgery date of (B)(6) 2016 was provided however it was not identified as the implant date or the date of explant. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol), (11.0) was explanted in a second surgery, from the patient's left eye. A new lens was implanted, same model, different dioptre (11.5). No further information was provided.

Manufacturer narrative:
The following corrections were inadvertently not included in the initial MDR: (B)(4). Date of event: (B)(6) 2016. Serial #: (B)(4). Expiration date: 06/01/2017. If implanted, give date: (B)(6) 2015. If explanted, give date: (B)(6) 2016. (B)(4). Device manufacture date: 07/01/2013. The lens rotated 10 degrees. There was no incision enlargement reported. Additional information: device available for evaluation?: yes. Returned to manufacturer on: 7/15/2016. Device returned to manufacturer?: yes. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection was performed and it can be seen that the lens is cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing records review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power. The documentation shows that the production order was manufactured according to specifications. Labeling review: directions for use, (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. The reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.